Event description:
It was reported to philips that the host pc bmc failed, preventing system power-on on a allura xper fd20/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc; system restored to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).